Event description:
A pt reported experiencing inaccurate erratic results with a lifesacn meter. The pt's blood glucose results were 79mg/dl, 160mg/dl. Tests were done within 10 minutes with a difference of 60%. Pt did not experience any advance events. No further info has been reported.